Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, proper loading of the valve was first verified with fluoroscopy. The valve was then inserted into the patient and deployed. While the valve was being deployed, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patients body and a new valve and delivery catheter system (dcs) were utilized to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured one time and the infold in the valve frame was first noticed at second deployment. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012976391); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, proper loading of the valve was first verified with fluoroscopy. The valve was then inserted into the patient and deployed. While the valve was being deployed, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patients body and a new valve and delivery catheter system (dcs) were utilized to complete the procedure. No patient complications were reported as a result of this event.